Event description:
Healthcare professional reports end user was injured on the third finger of their right hand from a piece of glass when activating the direct check quality control. End user was not using the protective sleeve at the time of the incident. No report of serious injury or administration of medical treatment. Customer advised end user had no infection and the cut has healed.

Manufacturer narrative:
(B)(4). Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. End user was not using the protective sleeve at the time of the injury. The healthcare facility has re-educated the end user on the preferred technique to use during activation of directcheck. Itc has requested all data required for form 3500a.